Manufacturer narrative:
Correction: on june 15, 2020, mentor discovered that this reported event was incorrectly submitted as a malfunction. The packaging of the device was damaged. No malfunction or serious injury was reported. As a result, this event has been assessed as not MDR reportable. No further reports related to this event will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 450cc mentor cpx4 with suture tabs, med height, smooth breast tissue expander could not be used because there were damage issues with the valve packaging. There was no adverse event or patient consequence.